Manufacturer narrative:
(B)(4).

Event description:
It was reported that several days after having a rotator cuff repair utilizing two unknown size footprint anchors and one healicoil anchor the patient presented with redness, swelling and blistering. Surgery performed (B)(6) 2015. Second procedure was performed on (B)(6) 2015 for culture and flushing of surgical site. Cultures proved negative. PICC line inserted for antibiotics; admitted into hospital. Third procedure was performed on (B)(6) 2015 to remove the devices.

Manufacturer narrative:
Device investigation narrative - examination is not possible, as the devices will not be returned. Based on the nature of the complaint, a review of the sterility records was conducted. The products were sterilized per specifications. All process parameters were confirmed to be within specification. No abnormalities were reported with this product during manufacture. The information provided was insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical or surgical condition or surgical procedure. A thorough medical assessment cannot be rendered at this time. Further investigation is not warranted at this time. (B)(4).